Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, opening, broken shell, part of the shell is missing. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: - a striated edge opening on posterior side assessed as surgical damage. - a striated edge broken on posterior side assessed as surgical damage. -missing shell assessed as inconclusive.

Event description:
Device was explanted.